Event description:
Reportedly, the physician described the following behavior: "when activating sensors the frequency increased abruptly. It had to be disabled."

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the fast-pacing rate due to the mv sensor (minute ventilation) which had detected an increasing activity after the activation of the rate response (dddr pacing mode + rate response = auto). However, more than 2/3 of the respiratory cycles have been disturbed by noise. We can suppose that the mv sensor did not detect a real increase of activity but only external noise. The expert files do not contain the respiratory cycles thus the pattern of the respiratory cycles disturbed by noise cannot be analysed. Both minute ventilation and accelerometer sensors can be programmed at the next follow-up. The programming should be in a different room than the room on may 15, 2023 to eliminate the potential source of oversensing/noise. No general malfunction is suspected on the device. We recommend programming the sensors to "learn" for at least 48 hours to allow the device to learn the patient-related breathing and movement values before programming the sensors/one of the two sensors to auto rate response. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the physician described the following behavior: "when activating sensors the frequency increased abruptly. It had to be disabled."

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.